Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery intervention using the spider fx embolic protection device in the proximal right superficial femoral artery, the basket component detached within the sheath. The target lesion was described as plaque with minimal tortuosity, moderate calcification, chronic total occlusion, a lesion length of 200 mm, and a vessel diameter of 6 mm. A 7fr non medtronic sheath was used, embolic protection was used, the vessel was not pre-dilated, and the vessel was post-dilated with an evercross 5x150 device. No resistance was encountered when advancing the device, there was no reported packaging damage or issues removing the device from the hoop/tray, and the instructions for use were reportedly followed without issue. A cut-down was performed to remove the detached basket, the device was reportedly safely removed from the patient, and the procedure was aborted. The patient was reported alive with no injury.